Manufacturer narrative:
Customer reported that there was a primary audible alarm test. Tamper on plunger assembly was broken. Cracked on lower left front corner of top case and right plunger case. Performed occlusion test, primary audible alarm bgnd test. Unable to duplicate the primary audible alarm bgnd during occlusion test. Unable to determine who cause the problem, the j9 connector is fully seated and properly glued (3 surfaces ? Both side.). Replaced speaker glued j9 connector (fully seated and properly glued 3 surfaces - both side). Performed pm maintenance and all functional testing.

Event description:
It was reported that the device had primary audible alarm. No patient injury was reported.

Manufacturer narrative:
Additional information h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue.